Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was initially described as the patient suffering from complications and pain, while dealing with an unrelated medical condition. The patient had been hospitalized and remained hospitalized at the time of the report. The treatment for the peritonitis was not reported. The pd therapy was ongoing. The outcome for the peritonitis was also not reported because the nurse declined to provide further information on the event. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown. A review of all batch record documents was performed for potentially associated lot number gd895961 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up medwatch will be submitted. (B)(4).